Event description:
It was reported that the customer was hospitalized for high blood glucose levels about 4 months prior. The blood glucose reading was 1100 mg/dl. The customer stated that the cause of hospitalization was the infusion set tubing getting blocked. She complained of vomiting and thought she was having a heart attack; she was treated in the intensive care unit and stayed in the hospital for 4 days. Confirmed that the customer was wearing the insulin pump at the time of hospitalization. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime, no leak was noted, and the device passed the high pressure test. Advised the customer that the insulin pump was working as designed. The blood glucose reading at the time of the call was 580 mg/dl. She noted that she felt dizzy, and the customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-09335.